Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented to the hospital for a right atrial lead revision procedure. The right atrial lead exhibited oversensing which caused noise and inappropriate auto mode switch episodes. The lead was successfully explanted and replaced. The patient was doing well post surgery. No additional information was reported.